Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The information for the drugs being delivered were baclofen (unknown) and morphine (unknown), both with unknown doses and concentrations. The reason for use was intractable spasticity. It was reported that the caller states he wants someone to know you cannot add morphine to a baclofen pump. ¿his baclofen pump can¿t take morphine.¿ the patient ¿could not do standing and sitting transfers, it went crazy because morphine was in the pump¿. ¿he had to go to a facility for a month and a half, along with having to wait 3 months for the morphine to get out of the pump, he had to start everything over again.¿ during this time in the facility he got mrsa, "he was in the hospital for 5 days and they had to open him up and lance it". These issues occurred in (B)(6) of 2017. The patient is just starting to heal up from that because he has had to build up all of his muscles. He just has baclofen in the pump now. There were no interventions mentioned. There were no further complications reported/anticipated.